Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that she passed out, her husband called 911, the emts arrived and her husband tried to test her with the aviva system. Reporter stated he could not test her because the battery was dead, but the emts obtained a result of 40 on their system and took her to the hospital. Reporter stated that she was admitted to the hospital because her bladder was full of gall stones, she was put on sugar water for 2 days, and she was taken off of her blood thinner medication. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.